Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 4 months of support, the pt experienced elevated lactate dehydrogenase (ldh) levels. The pt's status for transplant was already raised due to an ongoing infection and the pt was successfully transplanted without issue. It is unk if there was a thrombus issue in the pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.